Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was downloaded and received finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.